Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that the 24 gauge nexiva diffusics IV catheter needle pierced through the catheter when the nurse was attempting to advance the catheter. Verbatim: "rcc received a complaint via email. Email(s) attached. We have two IV catheters in malfunction. The 24 gauge nexiva diffusics IV catheter needle pierced through the catheter when the nurse was attempting to advance the catheter. The other catheter has done the same thing."

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photo. Analysis of the sample showed that the reported defect can be observed. Bd determined that the cause of the failure was likely improper handling of the device during use, after placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.